Manufacturer narrative:
Device received with broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call their husband's insulin pump broke off and reservoir lip ring was damaged. The customer¿s blood glucose level was unknown. The customer was tightening battery cap when the damaged occurred. The reservoir compartment chipped off. The insulin pump will be returned for analysis.